Manufacturer narrative:
The explanted device was not returned to edwards for analysis as it was remains implanted in the patient. Without return of the device, edwards is unable to confirm the clinical observation. Prosthetic valve endocarditis, with or without vegetation, is a serious complication of cardiac valve replacement and valve repair surgeries. In early cases of prosthetic valve endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. In this case, the patient's sternal wound became infected and subsequent blood cultures grew positive for a mrsa infection. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed. (B)(4).

Event description:
Edwards received information that this (B)(6) male expired approximately one (1) month post implantation of this 25mm pericardial bioprosthesis due to endocarditis from a mrsa infection. It was learned the patient's sternal wound became infected and had cleared when admitted to the ER. During hospitalization, the patient's blood culture grew (B)(6) and he was treated with antibiotics. He remained in guarded condition due to the inability to do any surgical intervention for the prosthetic valve endocarditis. The patient slowly recovered and was later transferred to rehab for continued care. While at continued care, antibiotics were continued. A chest x-ray revealed pulmonary edema and elevated bnp, indicating congestive heart failure. Due to the patient's delirium, he refused treatment and the family elected comfort measures. The patient expired eight (8) days after admission to continued care due to acute-on-chronic respiratory failure secondary to cardiomyopathy.